Manufacturer narrative:
The device and lead remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and non-boston scientific right ventricular (rv) lead exhibited two high, out-of-range (oor) pacing impedance measurements of greater than 3,000 ohms. The oor impedances were not able to be recreated during isometrics and pocket manipulation. No noise was produced. Pacing thresholds and sensing values were stable and normal. Technical services discussed a chest x-ray to evaluate the lead. The field representative later reported no further information was available regarding the physician's plans for the lead. The patient continues to be monitored remotely. No adverse patient effects were reported.